Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient undergone robotic sigmoid colectomy for recurrent diverticulitis. The patient experienced an anastomotic leak at the anterior staple line post-operatively. This led to a pelvic abscess and staple line bleeding. The patient required a reoperation on post-operative day 10, which included an exploratory laparotomy, resection of the anastomosis, end colostomy, and drainage of the pelvic abscess. The pelvis was found to be full of stool, and the case lasted 3 hours with an estimated blood loss of 75 ml. The hospitalization was extended by 10 days, and an additional interventional radiology drain was placed to address a fluid collection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient undergone robotic sigmoid colectomy for recurrent diverticulitis. The patient experienced an anastomotic leak at the anterior staple line post-operatively. This led to a pelvic abscess and staple line bleeding. The patient required a reoperation on post-operative day 10, which included an exploratory laparotomy, resection of the anastomosis, temporary end colostomy, and drainage of the pelvic abscess. The pelvis was found to be full of stool, and the case lasted 3 hours with an estimated blood loss of 75 ml. The hospitalization was extended by 10 days, and an additional interventional radiology drain was placed to address a fluid collection.